Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of feea (functional end to end anastomosis) after right hemicolectomy procedure, on the third firing, the firing stopped halfway, the sheet did not come out and the jaws could not be released. The thickness of the tissue was normal. The device was removed from the tissue by force but no tissue damage was caused. Another device was used to complete the case. There was no patient injury.